Event description:
It was reported that the subject device had image failure and loose contact. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer follow up response and results of the legal manufacturer's final investigation . Please see section b5 for the updates and h6 (device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation noted that due to damage in cable unit, water tightness is lost. A definitive root cause could not be identified. However, based on the results of the investigation, it was noted that there is an indication that this device was not used in accordance with the IFU. The most probable cause of the identified failure is problems traced to the user not following the manufacturer's instructions. As per instruction for use (IFU), it states, never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor complaint for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Follow up communication with the customer, the following information conveyed: the customer reported that the "camera cable was damaged on the surface". The issue occurred during an unknown procedure. Per the customer," the damage to the cable of the camera head had no effect on the procedure and the procedure was completed with the same device. There were no image failures or complications" .